Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A 21mm sjm trifecta valve was implanted in the patient's aortic position five years ago. Severe aortic regurgitation was confirmed on the patient and on (B)(6) 2020, a re-do avr was performed along with an mvr with an epic stented porcine heart valve w/flexfit system (model: e100-25m, serial#: (B)(4)). The trifecta valve was explanted, replaced with a 21mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). Upon explant, pannus ingrowth was found adhered to the inflow side of the valve, and a tear was observed from the commissure between the lcc and the rcc.

Manufacturer narrative:
The tear and pannus seen at explant were confirmed. All three leaflet contained tears. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3, with a microcalcification present. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.